Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.